Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 100 mg/dl and the sensor glucose was 200 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was unknown and suspend on low limit in sensor settings was 80 mg/dl. The customer was advised to monitor issue, to return sensor, will replace sensor, and to call the hl for any other issues. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random partial opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also performed a visual inspection and found one of three insertion needles to be bent inside the sensor base. Missing two insertion needles. Unable to confirm customer received sensor in that condition due to customer returned opened and used.